Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and six photos for evaluation. During the visual/microscopic examination it was observed that the extension tubing was not properly inserted into the catheter adapter. Further leakage testing was conducted on the device, which was able to confirm the presence of a leak originating at the junction of the extension tubing and the adapter body. The most likely root cause for this event, is a misalignment of the product and the transport carrier during automated transfer between stations. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd nexiva¿ single port IV catheter blood leakage occurred during venipuncture due to crack between wing and extension tubing. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, blood leaked during venipuncture due to a crack on the area between the wing and the extension tubing.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ single port IV catheter blood leakage occurred during venipuncture due to crack between wing and extension tubing. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, blood leaked during venipuncture due to a crack on the area between the wing and the extension tubing.